Manufacturer narrative:
The customer reported that their AED's asi was blank. Upon return, the device was evaluated and underwent bench testing. The reported issue could not be confirmed. The AED operated as intended throughout testing.

Event description:
A customer reported that their AED's asi is blank. They reported that this did not occur during patient use.